Event description:
Complainant alleged that while treating a male pt, the device shut down inappropriately, after eight successful discharges of energy to the pt. The user switched the device's battery and the device failed to power on. The device was then attached to ac power and failed to power on. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant did not indicate that there was any adverse effect tothe pt due tot he reported malfunction.